Event description:
The physician was using a mo.ma single balloon with a cristallo ideale carotid self expanding stent to treat a lesion in the left proximal common carotid artery. The lesion exhibited little tortuosity, little calcification and 90% stenosis (dia. 8mm x length 30mm). No pre-dilation was carried out. After positioning, the cristallo stent could not be deployed due to extreme friction while retracting the delivery knob. After stent withdrawal the mo.ma needed to be deflated due to poor patient tolerance. In re-crossing the lesion with another stent (non - medtronic) the patient experienced a minor stroke. Patient suffered a thrombus/embolism.

Manufacturer narrative:
Results and conclusions: (stroke, thrombus). (Device or procedural images not provided for review). (B)(4).